Event description:
A malfunction was reported with a malfunction code labeled as malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided the customer with information on resetting the pump and assisted in its reset. The pump malfunction did not recur, and the customer was advised to continue using the pump, with instructions to contact support again if the issue reoccurred.